Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting pacing impedance measurement above the upper limit. The lead was capped and replaced on (B)(6) 2020 during a routine generator change. The patient was not pacing dependent and was stable throughout the procedure.